Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a gastric sleeve procedure, the device with a blue reload on the third firing, had a staple line that was incomplete. The device fired fifteen millimeters with three rows, next fifteen millimeters with staples and fifteen millimeters final with three rows of staples. A few pieces of the drivers fell into the patient. The pieces were retrieved from the patient. It was not reported how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p56r62. Device evaluation: the analysis found that one plee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.